Event description:
The clinician inserted the catheter into the patient and experienced difficulty removing the stylet. Another nurse pulled the stylet so the first nurse could hold pressure. The needle pierced the tubing and the clinician received a needle stick injury.